Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 49 days. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient arrived at the clinic as scheduled, with the system controller alarming. A system controller exchange was performed and reportedly, the pump was then on. The skilled nursing facility reported to the implanting center clinicians that prior to reporting to the clinic, the patient's primary system controller had been exchanged to the backup due to an unspecified alarm. The nurses experienced difficulty and confusion during the exchange. Reportedly, the system controller alarmed post-exchange for almost an hour because the driveline was not fully engaged into the system controller. The skilled nursing facility nurses were unable to determine the reason the system controller was alarming post-system controller exchange. The patient had complaints of shortness of breath, dizziness, and headache. When assessed, the patient was found to be tachycardic with a heart rate in 190-200 bpm range and was transported to the emergency room (ER). Reportedly, the lvad was functioning while at the ER. Review of the patient's lvad history found a record of a pump stop. The patient's exchanged primary system controller was interrogated. The implanting center found that patient's driveline had been disconnected and reconnected on two occasions. No further pump stops had been noted on that day. No additional information was provided.

Manufacturer narrative:
The report of the driveline being disconnected and reconnected was confirmed based on the evaluation of the submitted log file associated with the backup system controller; however, the investigation did not confirm the reported event of difficulty connecting the driveline to the backup system controller as the backup system controller was not returned for analysis. The submitted log file contained approximately 1 hour 45 minutes of data ((B)(6) 2016 5:50-7:35 per time stamp). At the beginning of the log file, the driveline was only connected for 6 seconds before being disconnected. The driveline was reconnected at 6:45 on (B)(6) 2016 and the pump ramped up to the set speed without issue. (B)(4), initially thought to be the patient¿s backup system controller, was returned for evaluation. Per review of the retrieved log file, it was determined that (B)(4), was the patient¿s primary system controller that reportedly was exchanged out because it was alarming. The investigation did not confirm any issues with (B)(4) that would have resulted in the system controller needing to be exchanged. The retrieved log file associated with (B)(4) contained approximately 19 days of data ((B)(6) 2016 per time stamp). On (B)(6) 2016 at 5:50 the driveline was disconnected stopping the pump. The driveline was reconnected approximately 35 seconds later and the pump restarted without issue. The driveline was disconnected at 6:28 to exchange the system controller. There were no notable alarms active that would have resulted in the need for a system controller exchange. The pump maintained a speed above the low speed limit without issue throughout the log file. The returned system controller was functionally tested and found to operate as intended during analysis. Based on the patient product records, it appears the system controller that the nurses at the skilled nursing facility had difficulty connecting the driveline to was (B)(4) and not (B)(4) as initially reported. Request for additional information, including the serial number of system controller nurses had difficulty connecting the driveline to were made, but no further information was provided. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. (B)(4).

Manufacturer narrative:
Upon file review, it was noted that information were inadvertently omitted. Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being investigated through the corrective and preventative action process.